Event description:
A ventilator was returned to the manufacturer because, due to an allegation of a sensor failure error code, it did not meet the acceptance criteria of the evaluation process. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The device sensor board needs to be replaced. The device was scrapped.